Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that a cholesteatoma recurrence led to the displacement of the fmt reducing the hearing performance of the pt. The pt was explanted on (B)(6) 2013.